Event description:
During a colonoscopy procedure, it was reported that the monitors turned completely green. The staff replaced the endoscope and the procedure was completed without further issues. There was no report of pt injury. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
Endochoice did not receive the endoscope or processor unit back, but it company representatives at the site determined that the device was not properly receiving or transmitting electrical signals because the endoscope connector assembly was not seated properly in the processor unit.